Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine post-implant follow up of the rv lead, the parameters were not good. There was no capture, and a low r-wave amplitude (1 mv). The physician found that the lead was dislodged, therefore on (B)(6) 2019, the lead was repositioned, which resolved the issue. There were good pacing parameters, and no adverse patient effects were reported.